Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This event is also reported as 3011632150-2019-00046. The patient was treated as part of the (B)(6) study on (B)(6) 2017. At index procedure ((B)(6) 2018), the patient presented with a de-novo occlusion located between the ostial and middle third of superficial femoral artery (sfa) of the left leg. Two biomimics 3d stents were implanted. On (B)(6) 2019 occlusion of the left middle sfa was reported. On (B)(6) 2019 the patient was treated percutaneously with a dcb/deb, pta/stadard baloon angioplasty and thrombectomy. The patient has recovered. The device remains implanted.